Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on 06/30/2026, the patient experienced an ¿issue with the sensor¿ which resulted in the patient having a seizure. However, no further information was provided including how the CGM was behaving prior to the patient¿s seizure. It was also stated that the patient was brought to the hospital. The patient was treated with insulin and glucose (route not specified) and he was discharged after 4 days. The patient refused to provide Dexcom with any further event information. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.